Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilation. However, upon inflation at rated pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.